Event description:
It was reported a balloon burst on the first inflation, well above its rated burst pressure, during a subclavian artery dilatation procedure. Difficulty was encountered removing the balloon catheter through the introducer sheath which resulted in the balloon material bunching up at the end of the introducer sheath. To prevent detachment of the balloon material, a cutdown was performed to successfully remove the balloon catheter and introducer sheath as a unit. An 11.9 cm segment of catheter shaft with the balloon attached was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated all balloon material was present. A circumferential tear extending 3/4ths of the way around the balloon was located 2 cm from the distal tip of the catheter shaft. The distal end of the balloon was slightly bunched up with foreign matter in it. The balloon material was very wrinkled. The shaft under the balloon was flattened and kinked 1 cm distal distal to the distal radiopaque marker. The proximal portion of shaft piece was slightly elongated and exhibited a rough break point. Balloon rupture of balloon leakage is an anticipated event or percutaneoous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with exertion against resistance, a flattened and kinked shaft located under the balloon, as well as characteristics indicative of the catheter being lodged, an elongated shaft with a rough proximal tip. It was also indicated this device was inflated well beyond its rated burst pressure. Co believes the above factors may have contributed to this event. Co's directions for use state; "the rated burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."